Event description:
Device malfunction: none. Symptoms/ae: hypotension lasting greater than 48 hours. Time of symptoms/ae: post procedure. It was reported that after an uneventful rx acculink stent procedure in the left internal carotid artery, the pt experienced hypotension that resulted in prolonged hospitalization lasting four days. Midodrine was given. The pt's hypotension resolved, and the pt was discharged to home on (B) (6) 2010. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4): (B) (6) study event. The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all additional relevant info.